Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Additionally, the lead safety switch (lss) had been triggered due to pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and after a replacement lead was interfaced to the existing device, noise was still observed despite multiple efforts at re-connection. The original lead and the new lead tested fine with the pacing system analyzer (psa). The device was removed from the pocket and loss of capture and/or oversensing was observed; however, pacing therapy was noted when the device and lead were manipulated. An issue with the header of the device was suspected and the device was removed from service. Following the procedure, the caller realized the lead safety switch (lss) had been triggered again during the procedure and the device was in unipolar configuration. This could have been the reason for the observed noise on the replacement lead as once this lead was interfaced to the replacement device, no noise was observed. No additional adverse patient effects were reported.